Event description:
Falsely low non-linear dilution results were obtained on two patient samples tested for testosterone on an immulite 2000 instrument. The first sample was initially run neat, and then at 1:2, 1:3, and 1:10 dilution using the multidiluent provided with the kit, and then at a 1:2 dilution using a patient sample (testosterone value of 0.69). The dilutions using the multidiluent gave lower results, than the dilution using the patient sample which gave a higher expected result for the patient. The patient was redrawn again and the sample was run neat and at a 1:4 dilution three times using the diluent. All results were acceptable. A second patient sample was initially run neat and at a 1:4 and 1:10 dilution using the multidiluent and the dilutions were non-linear. The samples were sent out to be tested on an alternate platform. The initial result on the neat sample for patient 1 was reported to the physician(s). It is unknown if the result on patient 2 was reported to the physician(s). The repeat results on patient sample 1 were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the low non-linear dilution results on the two patient samples.

Manufacturer narrative:
The cause of the falsely low non-linear dilution results on the two patient samples is unknown. Siemens is investigating the issue.